Event description:
It was reported during surgery the k-1 wire drill within the ar-8990ds bent. The procedure was completed without issue after re-drilling with new kit and anchor. The rep reported the devices did not break into discrete pieces. The suture on the anchor unloaded and was pierced by the forked tip of the anchor rendering it unusable.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.